Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was turning off by itself. When they use the same battery, it would turn back on. The customer also reported that the they woke up with a blank display. The customer¿s blood glucose level was 347 mg/dl. They treated their blood glucose with manual injections. Troubleshooting was not performed. The device will be returned for analysis.